Event description:
It was reported that the patient presented in 2009, experiencing dizzy spells and presyncopal events. An error message was displayed upon interrogation. A magnet was placed over the pulse generator, however there was no fixed rate pacing. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the reported software error and loss of pacing were due to data corruption. This corruption caused the pulse generator to get stuck in an endless loop. As a result, the device would not pace and would not go into bvvi. As received, the device could not be interrogated and exhibited loss of sensing. Once software was reloaded, normal device function ensued. The data corruption could not be reproduced.